Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose level was 175 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.